Event description:
It was reported, patient had power port-a-cath accessed on (B)(6) for the week of chemotherapy. Went to flush the port-a-cath extension set (B)(6) and noticed a small leak in the lower section of port needle extension set. Lower section clamped and waterproof tape placed around where tiny leak was. Just above the hard section that connects to injection cap. IV infusion connected to the closest y site to the port and kept the lower section clamped. When treatment was over, port needle was de-accessed. No patient harm. No other information was provided. Additional information received (B)(6) 2024: it was reported, ¿extra needle poke, patient was a toddler.¿

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. Two 22g x 3/4" w/y-site safestep infusion sets were returned for evaluation. The returned product sample was evaluated and a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. A review of the second, sealed, sample found no apparent damage, defect, or deformity. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, patient had power port-a-cath accessed on (B)(6) for the week of chemotherapy. Went to flush the port-a-cath extension set wed (B)(6) and noticed a small leak in the lower section of port needle extension set. Lower section clamped and waterproof tape placed around where tiny leak was. Just above the hard section that connects to injection cap. IV infusion connected to the closest y site to the port and kept the lower section clamped. When treatment was over, port needle was de-accessed. No patient harm. No other information was provided. Additional information received 01/18/2024: it was reported, ¿extra needle poke, patient was a toddler.¿